Event description:
It was reported that during a slap lesion repair, the anchor broke at the eyelet location. A portion of the eyelet remained on the anchor and the surgeon tried to re-ingage the inserter tool in an attempt to remove the anchor. The surgeon tried to hammer out the anchor. Finally, another device was used and the anchor successfully removed. A 2.8mm anchor was then placed without issue. A delay of 45 minutes was experienced. It was stated that the site was pre-drilled however, the exact preparation technique used is unknown. No patient injury or procedural complications resulted.